Manufacturer narrative:
(B)(4).

Event description:
It was reported that infusion set tubing was filled with 30 units of insulin and no drops were seen exiting the cannula. During troubleshooting with tandem technical support, the contact was instructed to reconnect the luer lock to make sure that it was straight and tightly attached to the infusion tubing. Tubing was filled, and insulin was seen exiting the tubing. Customer's blood glucose level was reported to be within target range at the time of the report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels remained elevated (400 mg/dl). Customer delivered correction boluses via the pump to treat elevated levels. System check could not be performed with tandem technical support as customer was in the process of changing out supplies.